Event description:
Pt's mother dropped a bottle of ethyl chloride into a ceramic or stainless steel sink. It broke. Although the bottle is plastic coated, the coating stops under the threads so if neck breaks off the contents will escape. Apparently the neck broke off and the entire contents of the bottle hit the woman in the face and in particular one of her eyes. She claims her eyeball is red and blistered. An initial diagnosis is that the eye is chemically burned per one physician. This is an unlikely diagnosis, frostbite is more likely.